Manufacturer narrative:
This information is unknown. It is unknown when device broke. This report is for an unknown elite bone staple. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Facility address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially had a subtalar talonavicular (tn) fusion procedure using an h staple at the talonavicular (tn) joint, a 7.3 headless muc compression screw (non-synthes) across the subtalar joint, and non-synthes medical 10-6 micronized dbm at each arthrodesis site on (B)(6) 2017. Implantation surgery was completed successfully. On (B)(6) 2018, the surgeon noticed a broken staple two weeks after the patient began weight bearing. In (B)(6), the patient started to have increasing pain. A computed tomography (CT) scan showed no fusion at the tn joint and minimal fusion at the subtalar joint. The h staple was confirmed to be an ideal position. On (B)(6) 2018, the surgeon implanted three elites across the tn, a 4.3 screw across the subtalar joint and a single 4 leg elite was added to the calcaneocuboid joint. The surgeon put bone marrow aspirate concentrate (bmac), depuy synthes vivigen and non-synthes augment at each fusion site. It was not specified if there was a surgical delay and if the procedure was successfully completed. The patient was reportedly doing better. At some point in (B)(6) 2018, the surgeon noticed that the implant had fractured. There was no further revision surgery. The patient now has a bone stimulator. Concomitant devices: non-synthes 7.3 headless muc compression screw (part: unknown, lot: unknown, quantity: 1); non-synthes medical 10-6 micronized dbm (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown elite bone staple. This is report 1 of 1 for (B)(4). This complaint covers the event after the initial implantation on december 22, 2017. Related complaint (B)(4) covers the event after the (B)(6) 2018 revision surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: el-202013h; bme lot number: bel170852; manufacturing date or release to warehouse date: 8 dec 2017; place of manufacture: biomedical enterprises, san antonio, tx; lot expiration date: 7 nov 2022. DHR review: no nonconformance records (ncmrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, investigation was performed based on x-rays provided in the attached file (B)(4). The x-rays show one broken elite h staple (el-202013h). The staple is implanted on the tn joint and has three broken legs, two legs broke at the barbs opposing each other, and the third one broke at the shoulder. Devices were not returned to cq for device evaluation, therefore, material assessments or dimensional inspections could not be performed. Lot information was received from surgeon and DHR review will be performed for lot # bel170852. There is an ongoing investigation in house to determine the root cause of this issue. A stop shipment has been issued at distribution centers and all inventory available in-house has been put on hold under relevant actions. A field action investigation has been initiated to assess the risk to the patient. No further corrective action is necessary at this point. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Radiology images confirmed implant was intact on (B)(6) 2018 and (B)(6) 2018; patient was directed to be weightbearing with a boot on extremity. Radiology images taken (B)(6) 2018 showed fractured h implant.

Manufacturer narrative:
Device fractured postoperatively between (B)(6) 2018 and (B)(6) 2018; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.